Event description:
Customer called to report that she had filled a pod that was hard to push insulin into and made a weird crackling noise. She was able to activate the pod, so kept it on and experienced high bg's (read high on pdm) that would not come down with boluses. She had, it on for 24 hours and finally removed it since her bg's wouldn't come down.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.